Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. Vyaire medical was able to confirm the issue. The customer was informed that the issue is a clear case of lack of filter exchange. The customer was advised to place a part order for a new moog blower for this unit as it is not a case for providing the blower under warranty. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Exact root cause under investigation with (B)(4). This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm 316 -blower failure. The customer confirmed that there was no patient associated with the reported event.